Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown and deflation. Device evaluation:rec'd with a peel pouch labeled as (rt) side, in a biohazard bag, in a tyvek envelope, and within a explant return kit. Rec'd with a fill tube in place. Particle material in device inner and outer surface.

Event description:
Received a fax from a health professional reporting a right side implant exchange, no complaint against the device. Patient representative later reported "pain", "bodily injury", "pain and suffering", "mental anguish", "swelling", "right capsular contracture" baker grade not specified. Patient representative additionally reported "disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care"; these events are not device related. Device has been explanted.